Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for four days with no alarm anomaly. The insulin pump passed all functional testing. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump was returned by the customer. Customer stated the insulin pump alarmed, but was not sure what type of alarm occurred. Customer does not know blood glucose level. No further information reported.